Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2010821. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that at least 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: bd needles were not consistently drawing up vaccine, sometimes the needle would be in the vial visibly in the solution and wasn't drawing up the vaccine. The plunger would move but no vaccine was coming in through the needle. Then while an rn was giving an injection of the flu vaccine, the vaccine would not go through the needle. The rn changed the needle and then the same problem occurred. Rn showed writer afterwards that the plunger of the syringe was moving, and it was as if the needle was blocked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: bd needles were not consistently drawing up vaccine, sometimes the needle would be in the vial visibly in the solution and wasn't drawing up the vaccine. The plunger would move but no vaccine was coming in through the needle. Then while an rn was giving an injection of the flu vaccine, the vaccine would not go through the needle. The rn changed the needle and then the same problem occurred. Rn showed writer afterwards that the plunger of the syringe was moving, and it was as if the needle was blocked.